Event description:
It was reported that, an 840 ventilator had an oxygen sensor alarm and failed calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.